Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. A review of the transmission showed that the implantable cardiac monitor (icm) had inappropriate pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.